Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: the device related to the reported event of deflation was received on january 11, 2024, with lot number 2468631. Based on the device analysis grid, the assessments of the complaint are: deflation: no observed openings on the device. Additional observations: no other observations observed. No further actions are required as the device was implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 12/feb/2024.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.